Event description:
There was no patient involved in this event. This device malfunctioned because the speech became distorted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2013. Information obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration that started (B)(6) 2013 and continued up to (B)(6) 2013. Investigation confirmed a failure with the device speech chip at low temperatures (approximately below 10 degree celsius) causing the device speech to become distorted, however the device was still able to deliver therapy if required. Although in this event there was no fault measured on the membrane it is possible that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.